Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The button error alarm was due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. No additional information was provided.